Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with episodes of nsrvo confirmed on egm to be noise. Programming changes were made. The patient will be seen for follow-up.